Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks and a complete hypotube break present at approx. 22.3 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 35x2.75mm, eccentric target lesion was located in the severely tortuous and severely calcified diagonal artery. After a non-bsc guide catheter was engaged and a luge bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x20 emerge balloon catheter. A 38 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the hypotube broke 29 centimeters from the hub. The device was completely removed from the patient by using a trapping balloon technique inside the guiding catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status the stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 35x2.75mm, eccentric target lesion was located in the severely tortuous and severely calcified diagonal artery. After a non-bsc guide catheter was engaged and a luge bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x20 emerge balloon catheter. A 38 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the hypotube broke 29 centimeters from the hub. The device was completely removed from the patient by using a trapping balloon technique inside the guiding catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status the stable.